Event description:
A caller reported damage to a cartridge's pigtail, identified as broken, which did not occur due to tubing being pulled. Issues with the cartridge were experienced 10 times over a period of two weeks. There was no adverse impact on the customer's blood glucose levels. Despite the unknown cause of damage, the caller successfully changed the cartridge and resumed insulin therapy. Technical support agreed to replace the cartridge as a goodwill gesture, although the damaged cartridge was unavailable for return, and the caller acknowledged and understood the resolution.